Event description:
It was reported that the patient had a complicated post-operative course that included refractory vasoplegia, profound lactic acidosis, acute kidney injury necessitating continuous renal replacement therapy, shocked liver, right ventricular dysfunction, ventricular tachycardia, ischemic digits, coagulopathy, persistent metabolic acidosis, and pancreatitis. He was deemed not a candidate for surgical intervention of pancreatitis and was made comfort care. The patient ultimately passed away due to multiorgan dysfunction. There was no autopsy performed and the pump was no explanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (multisystem organ failure and patient outcome) cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists cardiac arrhythmia, multiple types of organ failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.